Event description:
The customer reported that during a therapeutic plasma exchange (tpe) procedure, the operator noticed red cells in the plasma waste bag. Per the customer, the operator had inadvertently entered the patient's hemoglobin instead of the hematocrit. The procedure was ended and restarted on a different machine; the second procedure was completed successfully and the patient is in stable condition. Patient information is not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to device malfunction, in the form of operator error, that has the potential for injury.

Manufacturer narrative:
Investigation: during the procedure, when the red cells were seen in the waste bag, the operator increased the hematocrit (hct) from 13% to 17% and noted the interface was red in color. Terumo bct support line advised the customer to increase the hct to 20%, but the interface remained red in color. The customer stated that the replacement fluid was albumin and it was mixed with sterile water, and this is the mixture that they always use. Terumo bct support specialist informed the customer to end the procedure without rinseback, confirm the mix solution of the replacement fluid with the pharmacy, and to notify the physician. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the last year of service history for this device indicated no other reports related to this issue. The customer reported that they had mis-entered the hematocrit for the patient, resulting in red cell spillovers during the procedure. Hemolysis was initially suspected, based on the customer-provided information regarding use of sterile water in the replacement solution. The customer stated that the operator inadvertently entered the patient's hemaglobin instead of the hematocrit. The customer subsequently stated that the patient was transferred to a spectra with the same solutions, with no problems. This information, and the reported misentry of hematocrit, indicate a red cell spillover was occurring,not hemolysis. No on-site service was performed, as no equipment issue was suspected for the operator error. The device failed safe and is now operational. An internal report shows that the machine has been in use with no further reports of any issues. Root cause: the root cause of the reported red cells in the plasma waste bag was an incorrect entry of the patient hematocrit by the operator. No failure was identified; the machine performed and alarmed according to specification. The operator has the option of stopping a procedure at any time if they feel that the intended operation is not being performed as expected. The subsequent information received indicates that the issue was a red blood cell spillover, not hemolysis as originally suspected. There is no safety issue associated with a red blood cell spillover. Correction: a report of user interface issues is distributed each quarter to sales and implementation for potential targeted training.

Event description:
The customer declined to provide patient information.

Manufacturer narrative:
.

Event description:
No adverse event and no potential for risk occurred with this event. There was no patient put at risk, therefore no patient information is reasonably known at the time of this event.